Event description:
As reported by the end user , air was introduced into the device via the connector. As this occurred during the preparation, there was no contact with the pt. Consequently, there was no harm to the pt. The procedure was completed using another similar device without complications.

Manufacturer narrative:
The used device has been received by the manufacturer. Upon completion of the investigation, a follow-up medwatch will be submitted.